Event description:
The patient is a (B)(6) female with history of morbid obesity, sleep apnea, and asthma, who had an enteromedics empower vagal blocking device placed laparoscopically in (B)(6) 2008 as part of a randomized controlled trial. On (B)(6) 2016 she presented for elective removal of the device. Intra-operatively, it was discovered that both leads had eroded into the ge junction and could be seen intraluminally on egd assessment in the operating room. The device was removed laparoscopically and endoscopically and her recovery was complicated by a small deep space surgical infection which was treated with antibiotics. Dates of use: (B)(6) 2008 - (B)(6) 2016.